Manufacturer narrative:
(B)(4).

Event description:
(B)(4). During a baxter service evaluation a colleague infusion pump was found with failure code 810:11 due to the ail pcb (air in line printed circuit board) out of calibration, and was recalibrated by service. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation baxter determined that the ail pcb (air in line printed circuit board) was defective, but was not out of calibration; therefore this incident has been determined to be non-reportable.